Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 61.0 and 63.0 cm from the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly and the stretch resistant wire (sr wire) was fractured. The proximal constraint sphere was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed that the ruby coil¿s sr wire was fractured and the pusher assembly was kinked. These types of damages typically occur due to improper handling during use. If the device is forcefully advanced against resistance, damage such as a kink may occur. If the device is then forcefully retracted against resistance, the sr wire may fracture. The fractured sr wire likely caused the embolization coil to detach from the pusher assembly. The root cause of the resistance mentioned in the complaint could not be determined. The non-penumbra microcatheter was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coils. During the procedure, while advancing the first ruby coil through another manufacturer's microcatheter, the physician encountered a little resistance but was able to advance the coil out of the microcatheter. The physician then decided to retract the coil in order to reposition it more proximal to where it was initially going to deploy. However, while attempting to retract the ruby coil, the physician encountered resistance and subsequently, the ruby coil unintentionally detached from its pusher assembly with most of the detached coil inside the microcatheter. Therefore, the physician removed the microcatheter containing the detached coil. No coil was left in the patient&#38112;body. The detached coil was then retrieved from the microcatheter and the procedure was successfully completed using the same microcatheter and a new ruby coil. It should be noted that the physician did not maintain a continuous flush and did not use a rotating hemostasis valve (rhv) during the procedure. There was no report of an adverse effect to the patient.